Event description:
Reporter stated that prongs inside of the device's base unit appear to have corroded. Reporter indicated that there was no evidence of melting. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.